Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Screw broken on jig and would not allow im rod to pass through.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the locking knob component which secures the mating rod is frozen/stuck in a closed position. The locking knob threaded tip is in a partially closed position and will not allow an im rod to pass through. Although the investigation could not draw any conclusions about the root cause of the frozen jig locking knob; it is suspected the threads have become cross-threaded. A design revision was made via eco 2716092 (effective 28 jan 2009) to address non-functional lock knobs. The current complaint sample hp im tibia jig was manufactured prior to the (B)(4) design revision. No further corrective action required. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.